Event description:
It was reported that the surgeon was implanting the most proximal interlocking screw in the rfn-advanced nail. The screw was through the nail and looked to be at the proper trajectory in line with the screw hole. When final tightening, the xl25 screw head snapped off of the screw shaft and the screwdriver xl25 quick coupling-hex 12mm was warped at the tip as a result of the force. This was a retrograde nail for femoral shaft fracture. Exchanged the damaged screwdriver for a different version. Partial removal. The screw head was still attached to the xl25 driver and removed since it was a captured screwdriver, however the screw shaft remained implanted in the nail interlock hole. There was no surgical delay. The patient outcome was unknown.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that the lckng scr for im nl 5/ 36/ xl25/ sile was broken from the head base of the screw. No post-operative x-ray was provided, therefore, the embedded allegation cannot be confirmed. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the lckng scr for im nl 5/ 36/ xl25/ sile would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product code: 04.045.036s-us lot number: 37507p8 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 23 oct 2024 manufacturing site: jabil grenchen expiry date: 30 sep 2034